Manufacturer narrative:
The pump was rec'd and was visually and functionally tested. Extensive accuracy and rate change testing was performed and no rate change was observed. The reported rate change could not be duplicated and the root cause could not be determined. This report was filled out by the MFR.

Event description:
It was reported that the pump was set to deliver at a rate of 155cc/hr. The pump was found later to be running 100 cc/hr. There was no resultant pt complication.